Event description:
During stent delivery, the balloon burst requiring post-dilatation of the stent. The report received indicated that during a coronary procedure, after successful pre-dilatation, the cypher was being delivered to the target lesion, then during inflation, the balloon ruptured at 8 atmospheres. The physician confirmed the rupture, because blood was flowing back into the system. Therefore, the sent delivery system was removed from the pt. A coronary angiogram was conducted and it confirmed that the stent was under-dilated; therefore, the stent was post-dilated. Post intravascular ultrasound (ivus) was conducted and the physician confirmed the stent apposition was satisfactory. Then to treat the rest of the lesion a 2nd stent was implanted proximal to the first stent and the procedure was finished successfully without further complications. There were no adverse consequences to the pt. Further info indicated the target vessel was in the proximal and mid left anterior descending artery; the de novo lesion was described as diffused, heavily calcified, moderately tortuous and presenting 99% stenosis. The physician indicated that there was a possibility that the balloon ruptured due to the heavy calcification encountered.

Manufacturer narrative:
As the stent was implanted, only the stent delivery system is available for eval, the delivery system has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.